Event description:
The account alleged that the bed exit will alarm locally, but not at the nurses station.

Manufacturer narrative:
The account, after replacing the utv and composer interface boards, replaced the power supply board to repair the bed.